Event description:
Customer reported receiving erratic readings on their freestyle flash blood glucose monitor. Customer reported receiving readings of 26 mg/dl and 138 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. Customer also reported experiencing symptoms of lethargy and headache. Customer reported taking glucagon shot and eating pudding to counteract the symptoms. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). Customer's meter has been returned to the lab and product testing did not confirm the readings complaint. All results were within range specification and no errors were observed during control solution testing. It should be noted, the readings reported by the customer were found in the meter's internal memory log.